Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports individual received a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30019c, reader sn (B)(6). Individual tested positive on (B)(6) 2023 with a intelliswab and ihealth rapid antigen test. Customer states tests performed on the rapid antigen tests were performed with a throat swab, while the cue covid-19 test was performed with a nasal swab. Individual was symptomatic and customer confirms cartridges were stored within the validated temperature range.